Event description:
It was reported the pt expired. The cause of death is unk. Add'l info has been requested from the hcp, but was not available as of the date of this report. Refer to manufacturer report #3004209178200802991.